Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes. It was described as very red and bumpy. There was no alleged device malfunction contributing to the irritation. Patient was recommended to remove the lifevest and to use lotion by a physician. Follow up indicated that there are no further issues with the skin irritation.